Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently the pump battery charge fluctuated and the battery depleted quickly. There was no reported impact to blood glucose. Reportedly, the customer reverted to using an alternate pump for insulin therapy.